Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the heartstart dfm100 indicating that the ECG output has artifacts. There was reportedly patient involvement but had no health consequences. The biomed evaluated the device with communications with the service representative. It was determined that this was a malfunction of the ECG leads. The leads to be sent to customer for their installation. The customer was the only person to verify problem. The device remains at the customer site and no further evaluation is warranted at this time. The customer is to replace the ECG leads to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.